Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat's ultrasound probe was broken during a therapeutic hemihepatektomie procedure. There was no patient injury or medical intervention associated with this event.